Manufacturer narrative:
The device was reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device was hospitalized after receiving 12 therapeutic shocks. Upon interrogation, the device indicated it had classified the patient's ventricular tachycardia (vt) as superventricular tachycardia (svt), and therapy was delayed. Correct therapy was not delivered until the end of the sustained rate duration (srd) period, which delayed therapy for approximately three minutes. No adverse patient effects were reported.